Event description:
Applied heating pad to her back while lying in bed. Heating pad caught fire and burned her back near left elbow. Burn minor, did not seek medical attention.

Manufacturer narrative:
Based on the date code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements implemented.